Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated from plantiffs fallopian tubes') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), insomnia ("insomnia"), nausea ("nausea"), cognitive disorder ("diminished brain functions"), headache ("headaches"), visual impairment ("vision issues") and hypoaesthesia ("numbness in limbs"). The patient was treated with surgery (hysterectomy,salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, insomnia, nausea, cognitive disorder, headache, visual impairment and hypoaesthesia outcome was unknown. The reporter considered cognitive disorder, device dislocation, fatigue, headache, hypoaesthesia, insomnia, nausea, pelvic pain and visual impairment to be related to essure. The reporter commented: essure insertion date mentioned as per summons : (B)(6) aug-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated from plaintiff's fallopian tubes') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), insomnia ("insomnia"), nausea ("nausea"), cognitive disorder ("diminished brain functions"), headache ("headaches"), visual impairment ("vision issues") and hypoaesthesia ("numbness in limbs"). The patient was treated with surgery (hysterectomy,salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, fatigue, insomnia, nausea, cognitive disorder, headache, visual impairment and hypoaesthesia outcome was unknown. The reporter considered cognitive disorder, device dislocation, fatigue, headache, hypoaesthesia, insomnia, nausea, pelvic pain and visual impairment to be related to essure. The reporter commented: essure insertion date mentioned as per summons: (B)(6) 2012, (B)(6) 2012. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.